Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: product/component testing: both retained and returned products of lot za04789 were tested by using chemistry methods, all results were within specification. No failure detected. Chemistry analysis on both the returned and retained product included appearance, ph, osmolality, viscosity, phmb, edta, poloxamer 237 and were found to meet specifications. Manufacturing record review: manufacturing records were reviewed. The records for production process were found to be acceptable, all testing items were completed and met specifications. The review included incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no similar non-conforming materials report, or related process/material change. There was no non-conformance reported for this lot. In conclusion, reported lot was deemed acceptable for release. Labeling review: directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use of the product. There was no objective evidence indicating the reported issue was caused by manufacturing process, no product deficiency was determined for the reported lot. Based on investigation results and product dfu, the probable cause was concluded as that the customer might be allergic to the reported product, and had eye irritation. No product deficiency or malfunction was determined for the reported issue. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported experiencing irritation in her eyes with use of complete double moist. She cared for her contact lens with complete double moist, and wore the lens. She felt irritation in her eyes and could not open her eye for a moment. She has suffered from slight dry eye, so she saw a doctor and received tearbalance, an eye drug. She still uses complete double moist and at the time of calling, symptom was relieved. This was not her first time using complete double moist.